Manufacturer narrative:
Visual inspection was performed on the returned meter, no visible contamination or damage was observed. Control solution testing was performed using low and high control solution, all results were satisfactory. Connected meter to the pc using usb cable, download was successful. No issues were observed. The investigation is complete and issue was found to be not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported testing the customer's blood glucose and obtaining a result of 40 mg/dl followed by a reading of 228 mg/dl within 10 minutes. The customer experienced a loss of consciousness and was found on the ground. A non-hcp individual administered a "quart of sugar diluted in water" orally as treatment. No further treatment was provided. Readings of 40 mg/dl and 228 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for the freestyle strips and all units performed within specification and passed.  If the reported test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller reported testing the customer's blood glucose and obtaining a result of 40 mg/dl followed by a reading of 228 mg/dl within 10 minutes. The customer experienced a loss of consciousness and was found on the ground. A non-hcp individual administered a "quart of sugar diluted in water" orally as treatment. No further treatment was provided. Readings of 40 mg/dl and 228 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.